Manufacturer narrative:
Manufacturer ref# (B)(4). Reporter occupation: non-healthcare professional. Investigation is still in progress.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2011." Additional information received: patient allegedly received an implant via the right common femoral vein due to deep vein thrombosis (dvt). Patient is alleging vena cava perforation and stenosis. Patient further alleges experiencing limited physical activity. (B)(6) 2011 inferior vena cava (ivc) filter placement: "the celect retrievable ivc filter was then placed from the top of the l2 to the l3 region without any difficulty". (B)(6) 2011 x-ray fluoroscopy: "obtained during insertion of a filter into the inferior vena cava. The filter appears to be in the inferior vena cava at level of about l2-3". (B)(6) 2011 x-ray abdomen: "inferior vena cava filter at l2-l3 is unchanged". (B)(6) 2011 x-ray abdomen: "a ivc filter is again noted". (B)(6) 2011 x-ray pelvis: "inferior vena cava filter at l2-l3 is present". (B)(6) 2011 x-ray pelvis: "vena cava filter is again seen". (B)(6) 2015 x-ray lumbar spine: "inferior vena cava filter is present". Per a (B)(6) 2018 computed tomography (CT) abdomen without contrast: "the ivc filter appears partially located behind the ivc wall without involvement of an adjacent organ or vessel. No evidence of filter fracture or bending. No abnormal filter tilt. Evaluation of vascular structures is limited without contrast". (B)(6) 2018: ct2 abdomen without contrast: "some of the filter struts have penetrated through the wall of the ivc into the pericaval/mesenteric fat. The ivc is stenotic and collapsed around the filter. The ivc measures 7 mm in diameter. It measures 2.4 cm proximal to the filter". Patient outcome: it is alleged that the [pt] was injured without further explanation.

Manufacturer narrative:
Additional information: investigation: the following allegations have been investigated: vena cava perforation, stenosis, blood clots, limited physical activity. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration / perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion / thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported limited physical activity is directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. To date, one other complaint has for a different issue has been reported against the lot. The associated work order was reviewed. No related / relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56 this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional event information was not provided.